Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event a fingerstick was taken when the cgm device alerted for a low reading, and the blood glucose reading was 600 mg/dl. Right after taking the fingerstick the patient experienced vomiting, was lethargic and could not stand, and the mother noticed that the skin color changed (understood as paleness), and that the patient had bigger pupils. No medication was given initially, even though it was noted that the patient was using an insulin pump in closed loop mode during the event. Concerned due to the persistent symptoms, the parent decided to call the patient´s doctor. The doctor came to the patient´s house. When a fingerstick was taken the cgm reading was low, and the blood glucose reading was 600 mg/dl. The doctor stated that the patient was experiencing diabetic ketoacidosis. The patient was not brought to the hospital however and was treated at home with insulin via the pump. The doctor monitored the patient for 2 hours and left. The parent stated that they waited for at least 20 more hours for the blood glucose reading to stabilize. The patient recovered after the treatment at home and did not go to the hospital for this event. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.